Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm. There was no pinholes observed in the supplies. Renal therapy services (rts) assisted with ending therapy and advised the patient to notify the pd nurse regarding the event. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.